Event description:
Indication: nonfamilial hypogammaglobulinemia; antibody deficiency with near-nomal immunoglobulins or with hyperimmunogloblinemia. Pt reported that her freedom 60 pump at home is starting to rattle inside. No missed doses, interruption to therapy or adverse event(s) reported due to product issue. Pharmacy sending pt new pump. Pump is not available for return as freedom60 pumps are a single patient use item and not required to be returned to pharmacy. Serial number and maintenance due date not provided. No further information provided. Reported to (B)(6) by: patient/caregiver.